Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non valid complaint making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The full name of the event was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) malfunctioned. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.